Manufacturer narrative:
The insulin pump involved in this event is the ngp 640g. Insulin pump which is not marketed in the united states. However, the device is similar to the ngp. Insulin pump, which is marketed in the united states (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicate insulin pump had hardware low level failure alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged pump error 63 found on (B)(6) 2022. Pump failed to boot up once installing aa lithium backup battery, blank display noted. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files or traces using thus software due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratched, damaged display window cover, end cap address label missing, and corroded battery tube. Unable to verify customer's complaint for pump error 63 due to blank display. Unable to download was confirmed due to blank display. Blank display was confirmed during testing due to moisture damage on the j6 and j7 connectors, the j6 connector broke off of pcba 1 during visual inspection. Moisture damage was confirmed found on pcba 1, pcba 2, motor, force sensor, lithium backup battery, battery tube, and keypad flex tape. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.